Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was positioned however a high out of range pacing impedance measurement of greater than 4000 ohms was exhibited. The physician decided to reposition the rv lead and during repositioning, the helix was observed to not retract properly. The rv lead was abandoned surgically and replaced prior to pocket closure. No adverse patient effects were reported.